Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a keypad anomaly. Customer's blood glucose was 407 mg/dl. Buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display then constant tone due to cold solder joint of u4 and u7 on mother board. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests or verify low battery life due to frozen display with a test mother board, all the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.